Manufacturer narrative:
Event date is estimated. A patient's ipg displayed an (eri) message was reported. It was determined both of the patient's ipg's are in eri. As a result, both ipg's were explanted and replaced. During reinsertion of right extension there was high impedance. The lead extension was replaced. Therapy was restored. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Event description:
It was reported during a bilateral dbs ipg replacement surgery on (B)(6) 2023 the patient's right lead extension was found to have high impedance. The patient's right lead extension was explanted and replaced, and therapy was restored.